Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rod for reamer guide holder is broken and makes it difficult to screw into the reamer holder.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through CAPA-(B)(4). The batch number was not provided, it is not possible to determine if the issue is related to a product manufactured before or after the design change. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.